Event description:
It was reported that a patient with a recent implantable cardioverter defibrillator (ICD) had passed. There are no allegations against any abbott products or procedures. No further information is available at this time.